Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the patella forceps 175mm (part # 398.76 / lot #t977512) was received at us cq. One of the tips was broken, the fragment was returned. No other damage was identified. The received condition was consistent with the complaint condition thus the complaint was confirmed. Yes; one of the forcep tips broke. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Conclusion: the overall complaint was confirmed for the received patella forceps 175mm as one of the forcep tips broke. Although no definitive root-cause can be determined its possible the device experienced unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 398.76; lot number: t977512; manufacturing site: tuttlingen; release to warehouse date: 25.may-2012. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date one of the arm with fork broke off. Broken arm was discarded. No other information is provided. This report is for one (1) patella forceps 175mm. This is report 1 of 1 for complaint (B)(4).